Manufacturer narrative:
Batch review performed on 08 july 2022 lot 2002831: lot 2002831: 41 items manufactured and released on 07-july-2020. Expiration date: 2025-06-29. No anomalies found related to the problem. To date, 39 items of the same lot have been sold without any similar reported event during the period of review. Additional implanted components: gmk-sphere 02.12.0410fl tibial insert fixed sphere flex size 4/10 mm l (k121416) lot. 2008569.

Event description:
Revision surgery at about 1 year from primary for cemented tibial tray loosening. Tibial tray and liner revised successfully.